Event description:
The customer reported that, the unit went vent inop and alarmed while in use on a patient. There was no patient harm reported. The respironics service technician was able to duplicate the customer reported problem. The service technician replaced the backup battery to correct the reported problem. Final testing was performed and all tests passed to operating specifications.

Manufacturer narrative:
Na